Event description:
It was reported that the device was at elective replacement indicator. It was also reported that there was early battery depletion due to high atrial and left ventricular threshold/outputs. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Event summary: the device was returned and analyzed. No anomalies were found. Concomitant medical products: 4574-53 implantable pacing lead: (B)(6) 2003. 6947-65 implantable tachy lead: (B)(6) 2008. 4193-78 implantable pacing lead: (B)(6) 2008. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.